Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak on the plastic cover of the laser of the coulter hmx hematology with autoloader analyzer. The customer also reported low vacuum errors. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to open wounds or mucous membranes. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. No patient results were affected, and there was no change to patient treatment. No death or injury is associated with this complaint.

Manufacturer narrative:
Per customer, the instrument had just been in a shutdown mode and the fluid color was blue. The leak volume was about 5ml. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse inspected the instrument and found that the tubing through pressure valve (pv40) of the hmx al instrument was cut. The fse replaced the tubing and verified the repairs per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause for the leak was attributed to the tubing through pv40 being cut. (B)(4).